Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that there was no lv (left ventricular) capture at high output. When the lv lead was tested with the analyzer, it 'looked fine,' so the physician was not convinced that the device wasn't malfunctioning. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.